Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter would power off during use. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged issue began 4-5 days prior to contacting lfs. The cca noted that the pt manages her diabetes with insulin (no adjustments); however, it is not clear if the pt made any changes to her regimen after the alleged issue started. The pt claimed that on an unspecified date/time, after the issue started, that she developed symptoms of blurry vision and nausea. It is unk if the pt was tested on any other device. The pt denied receiving medical treatment. At the time of troubleshooting, the cca noted that the pt did not replace the subject meter's battery as recommended in the owner's booklet replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.